Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used during coagulation of a bleed in the patient's stomach on (B)(6), 2015. According to the complainant, during the procedure the injection gold probe failed to transmit current. No issues with the generator or other electrocautery devices were reported. The procedure was completed with another injection gold probe device using the same generator and settings. No visible issue to the complaint devices or their packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual analysis of the returned injection gold probe¿ revealed that the device did not have visible defects. An electrical evaluation was performed and the device was found within specification. The complaint was not confirmed, device evaluation showed no evidence of either the alleged issue or any defect which could have contributed to the event. The most probable root cause is "not confirmed." A review of the device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe¿ was used during coagulation of a bleed in the patient's stomach on (B)(6) 2015. According to the complainant, during the procedure the injection gold probe failed to transmit current. No issues with the generator or other electrocautery devices were reported. The procedure was completed with another injection gold probe device using the same generator and settings. No visible issue to the complaint devices or their packaging was reported. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.